Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission from the patient¿s pacemaker dates recorded were differing from the dates at the printed report. The technical support team collected a session record and the recorded transmission for further assessment. There were no patient consequences reported.